Event description:
It was reported, the patient stopped charging and using the system over three years ago. The patient had discomfort at the implant site. The physician explanted the ipg, but did not explant the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.